Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod on the back for between 36 and 48 hours. Symptoms reported include hyperglycemia and vomiting. The patient was treated with intravenous fluids (3 bags), insulin and medication for vomiting. The pod was removed and discarded while admitted to the hospital.